Event description:
A malfunction alarm was reported with a non-resettable error code. There was no adverse impact to the customer¿s blood glucose level. Customer technical support arranged to replace the demo pump.